Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 600mg/dl due to having several no delivery alarms on the pump. The mother states the customer changed out their set several times, but continues to have the same issues. The mother requested someone contact the customer in order to troubleshoot the device. The mother believes there is something wrong with the pump. No further information or assistance was provided at this time.